Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a mass resection the suture needle broke into two segments, and the suture needle was replaced immediately. There was no patient harm.